Event description:
It was reported that shaft break occurred. During unpacking of a 2.00mm x 12mm emerge balloon catheter, it was noted that the balloon shaft was separated from the hypotube. The procedure was completed and no patient complications were reported.

Event description:
It was reported that shaft break occurred. During unpacking of a 2.00mm x 12mm emerge balloon catheter, it was noted that the balloon shaft was separated from the hypotube. The procedure was completed and no patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge mr balloon catheter. The device was visually and microscopically examined. At 51.2cm from the strain relief the hypotube was separated. The separated ends were ovaled in shape indicating the device was kinked prior to separation. At 27.4cm from the separation on the distal portion of the device, the hypotube was kinked. There was blood present in the guidewire lumen and the balloon was tightly folded. Product analysis confirmed the reported break as there was separation of the device. There was also an unreported hypotube kink.